Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis (fa) laboratory received the suspect display component for investigation. The fa laboratory performed multiple power on cycles on the suspect component and duplicated the reported event, which was due to a display issue. The root cause however, was not determined and is considered an isolated issue. Vyaire will continue to track and trend this issue.

Event description:
The customer reported a blank touchscreen display on this avea ventilator. The customer reported that there was no patient involvement with this event.